Event description:
Additional information received reported that the patient did not have good coverage following the replacement of the neurostimulator. See MFR. Rep# 3007566237-2012-00830.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomaly. The neurostimulator was functionally ok.

Manufacturer narrative:
Lead model 3887-28 lot# l56961 implanted: (B)(6) 1999 explanted: unknown; lead model 3887-28 lot# l56961 implanted: (B)(6) 1999 explanted: unknown; extension model 3708260 serial# (B)(4) implanted: (B)(6) 2006 explanted: unknown; programmer model 37743 serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt no stimulation from 0.0 to 8.1 volts, and stimulation above 8.2 volts was too much. The patient went to a new doctor who went in to look around and decided to replace the neurostimulator, even though current impedance was fine. Additional information has been requested, but was not available as of the date of this report.